Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power cap module, battery pack and battery charger were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a charging system failure error message upon boot up. This error is likely to prevent the system from booting up. There is no report of pt injury.